Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out of range shock impedance measurement greater than 200 ohms occurred. Review of stored data was requested. A boston scientific technical services consultant identified this was the only out of range measurement that occurred. There was no evidence of noise on the electrogram channels and sensing was appropriate. The consultant suspected the measurement was environmental in nature. The patient will continue to be followed via remote monitoring. The system remains in service and no adverse patient effects were reported.